Manufacturer narrative:
This report is a replacement to the original submission under MFR report # 1917413-2026-00274 on 09apr2026 in order to file against the correct site registration number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 1 photo and 1 video were provided for investigation. The photo and video were reviewed and the indicated failure mode for separates was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode separates. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® one use holder, the needle of one device spins out of the holder. No adverse impact was reported regarding the patient or user.